Manufacturer narrative:
Cerner internal investigation revealed no system outage or system failure occurred, and all messages were ultimately delivered successfully. The condition cleared the same day once the customer-side surge in message volume subsided, and processing returned to normal without further intervention. Cerner considers this event closed, no further action is required at this time.

Event description:
On (B)(6) 2026, the cerner sepsis technical team identified an abnormal and extreme increase in message volume affecting two cerner millennium sepsis cloud-based customers. The message volume surge caused temporary message queue backlogs and delayed generation and delivery of sepsis notifications for the affected customers. The maximum observed delays were approximately 59 minutes for one customer and 99 minutes for the other. The condition has been resolved and normal processing has been restored. No system outage or system failure occurred, and all messages were ultimately delivered successfully. Cerner has not received any customer reports on any related product issues, adverse events, or patient harm with respect to this incident.